Event description:
It was reported that the patient had quite a bit of back pain that began on (b)(6 2015. Ten days later, the patient¿s left side of her back was numb. No falls or trauma were reported. It was unknown if this event was related to the implantable neurostimulator (ins) therapy. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).